Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the customer with instructions to reset the pump, and the issue did not recur after the reset. The pump was confirmed to be usable, and the customer was advised to contact technical support if any further malfunctions occurred.